Event description:
The pt underwent a total pelvic floor repair. Postoperatively, the pt experienced dyspareunia with pain upon palpation. The pain was at the inferior arm of the anterior side of the mesh. The pt was treated with nsaids, physical therapy, and manual transvaginal message, and the arm of the mesh was ultimately released during a surgical procedure. The pt also notes some pain in her buttock radiating down to the ischial tuberosity with palpation of the posterior prolapse arms at their insertion points, as well as pain in the buttock with prolonged standing. The physician has considered marcaine/steroid injection into the sites.